Event description:
It was reported that the patient had severe pain at the battery site regardless of whether the stimulation was turned on or off. The pain occurred sporadically but primarily when the patient leaned back. The feeling did not appear to be related to stimulation being on because the pain occurred when the stimulation was off as well. Upon device interrogation, the patients battery was discharged and all pairs of the 8-15 lead >10000ohms. There was a power on reset message (por) upon initial interrogation but the rep did not remember the code and the clock was reset. The rep was going to take x-rays to try and determine the cause of the impedance issue and wanted to know why all the recharge sessions had dates in the year 2000. It was planned the lead was going to be replaced, but the healthcare provider (hcp) was considering complete removal of the system due to it not providing enough benefit to the patient. It was uncertain what the final decision was at the time of this report. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the pain was probably not due to the spinal cord stimulator but stenosis. A CT scan was performed as well as x-rays and reprogramming. The patient was noted to have recovered without permanent impairment. Additional information received mentioned profound low back pain over the battery pack. There was no lead disruption. The patient was again mentioned to have recovered without permanent impairment. The patient had severe spinal stenosis at l4-5. The symptoms improved with injection therapy. No further follow-up was required due to the patient outcome.